Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the patient was transferred from one facility to the customer's facility with the intra-aortic balloon (iab) catheter already in place. On the following day, the nurse noticed frank blood present in gas line. There was a "loss of helium" and a "blood in tubing" alarm generated. Perfusion advised the nurse to put iab pump on standby. Cvt (cardio vascular thoracic)was informed. Patient was taken to or (operating room) to remove the iab. The iab was removed without difficulty and a new iab was reinserted. Iab pump was shut off and replaced with new one. The patient expired, but the date of death is unknown. The death was not attributed to the device, per the facility the patient expired due another complications several days following surgery. This report is for the 1st iab used.

Event description:
It was reported that the patient was transferred from one facility to the customer's facility with the intra-aortic balloon (iab) catheter already in place. On the following day the nurse noticed frank blood present in gas line. There was a "loss of helium" and a "blood in tubing" alarm generated. Perfusion advised the nurse to put iab pump on standby. Cvt (cardio vascular thoracic)was informed. Patient was taken to or (operating room) to remove the iab. The iab was removed without difficulty and a new iab was reinserted. Iab pump was shut off and replaced with new one. The patient expired, but the date of death is unknown. The death was not attributed to the device, per the facility the patient expired due another complications several days following surgery. This report is for the 1st iab used.

Manufacturer narrative:
Product status: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extracorporeal tubing was cut from the catheter and not returned. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter and y-fitting was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.025cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the patient was transferred from one facility to the customer's facility with the intra-aortic balloon (iab) catheter already in place. On the following day the nurse noticed frank blood present in gas line. There was a "loss of helium" and a "blood in tubing" alarm generated. Perfusion advised the nurse to put iab pump on standby. Cvt (cardio vascular thoracic)was informed. Patient was taken to or (operating room) to remove the iab. The iab was removed without difficulty and a new iab was reinserted. Iab pump was shut off and replaced with new one. The patient expired, but the date of death is unknown. The death was not attributed to the device, per the facility the patient expired due another complications several days following surgery. This report is for the 1st iab used.